Manufacturer narrative:
Configuration changes were implemented by philips service. It was identified that further service activities were required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a fluoro image storage issue during use on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.